Manufacturer narrative:
(B)(4).

Event description:
It was further reported that positioning issues occurred. At an unspecified time during the procedure, the catheter was "stuck somewhere in the heart and flipped a bit when it came loose".

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that tamponade occurred. The left atrium was mapped with an intellamap orion¿ catheter and the pulmonary veins were isolated afterwards with a non-bsc ablation catheter with 30w during atrial fibrillation. Following successful ablation, an external carioversion was done and sinus rhythm was achieved. The physician started to check all veins for isolation in sinus rhythm again with the intellamap orion¿ catheter and adenosine. The right veins and left inferior vein were isolated. While testing the lspv, the blood pressure suddenly dropped significantly to 30/20. By ultrasound, tamponade was identified. Pericardiocentesis was done and blood was drawn out. The patient's blood pressure and oxygen saturation stabilized. The patient was awake and responsive. After an hour, the bleeding hadn't stopped so heart surgeons had to sew the hole in the atrium. No further patient complications were reported and the patient's status is stable. The patient has been discharged from the hospital and is "fine".